Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for movement disorders. It was reported the last time the ins was replaced it ended up being an emergency because their symptoms got worse. The ins was replaced and it went faster. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer stating there was no change in activity or programming that contributed to the event. The battery was 3 years old.